Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. In addition, it was reported that the wake button was sticking. There was no reported adverse impact to the customer¿s blood glucose level. Customer declined further troubleshooting for the issue with tandem technical support, therefore no additional information was obtained.